Event description:
It was reported that the customer experienced a high blood glucose (bg) of 600mg/dl. Cause of the high bg was unknown. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a healthcare professional.